Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system exhibited high impedance across the entire left lead, resulting in a lack of stimulation coverage, as therapy was being delivered through only one lead. Troubleshooting measures included reprogramming to bypass the high impedance; however, these efforts were unsuccessful. Consequently, the affected lead was replaced. Postoperatively, the patient is reported to be doing well.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Block d.2b; additional applicable product codes: qrb.